Event description:
"Situation: faulty arterial line connector w/ crack inside caused bleeding. Background: arterial line was placed. The connector that was inside of the sterile arterial line insertion kit had a crack on the distal end of the tubing, causing bleeding through the crack and a moderate amount of blood loss from the patient. Assessment: the connector that comes inside of the arterial line insertion kit was faulty, causing direct harm to the patient, as they had a moderate amount of bleeding, that resulted in patient requiring lab work to be sent off and new tubing connector to be placed. This used another kit and the rn's/provider's time to solve this issue. The pt's rn was at bedside during this event, provider was immediately notified, and the proper steps were taken to rectify the situation. Recommendation/request: please check arterial line insertion kits and the parts within them to ensure that the kits are safe to use for patients." Manufacturer response for arterial line connector, arterial line connector (per site reporter) [redacted date] initial contact sent. Per [redacted name], "unfortunately, the packaging was not saved so I don¿t have the requested identifiers. The nurse did save the actual product, I have it in my office." Including [redacted name] for product retrieval. [Redacted date]- [redacted name] facilitating retrieval. [Redacted date]- after several attempts the clinicians and materials are unable to identify mfg and product information. Sample product will be sequestered by materials.